Manufacturer narrative:
It was noted by the pa at the clinic that the patient had not bathed in several weeks and that the colostomy bag was in poor condition. Physician expressed concern with patient hygiene and recommended home health assistance moving forward. There is no lab testing completed to confirm presence or type of infection. It is suspected that presence of any type of infection is directly related to the patient's poor hygiene.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. The implantable pulse generator (ipg) was placed in the posterior shoulder, with the implanted leads targetting the occipital nerve to treat head pain. On (B)(6) 2024 the patient was seen by the physician's assistant (pa) at the clinic and it was noted that the ipg incision site on the shoulder had dehisced and appeared infected. A full system explanted was performed on (B)(6) 2024 due to the infection.